Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge board was replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported an intermittent 'no cine disk' error. There is no death or serious injury associated with this event.